Manufacturer narrative:
(B)(4). The data log was provided by the patient. The data was reviewed on 04/23/2015 and could not confirm the reported event of intermittent audio output. The device has also been received for evaluation, and a follow-up report will be submitted once the evaluation is complete. It should be noted that the diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not confirm the reported event of an intermittent audio output.

Event description:
Patient's mother contacted dexcom technical support (ts) on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a hypoglycemic event and intermittent audio output. Patient's dexcom continuous glucose monitoring (cgm) system was reading at 116 mg/dl prior to taking a shower. The cgm alarmed 25 minutes later reading at 39 mg/dl, and patient took a finger stick (fs) which read at 23 mg/dl. Patient's mother then administered juice to the patient and called 911. Paramedics performed an fs on the patient upon arrival which read 85 mg/dl. The paramedics determined that the patient's blood glucose levels were stable and patient was not taken to the hospital. At the time contact with dexcom ts, no further medical intervention or injuries were reported. Additionally, at the time of contact, dexcom ts advised patient's mother to test the alert functionality and reported alerts were functional. No further patient or event information is available.